Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, there is a frayed umb (umbilical) cable. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "a frayed umb (umbilical) cable" was confirmed during device evaluation. During initial inspection, the technician found that umb (umbilical) cable had physical damage. The umb (umbilical) cable was replaced to correct the reported condition.